Manufacturer narrative:
The reported guide wire was returned for evaluation. Examination of the guide wire found the proximal core wire to be fractured. The distal and proximal solder bonds were found to be intact and no adhered biological material was found. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the guide wire fracture could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral orbital atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached. When the viperwire was removed, the tip of the wire became detached at the sheath. The wire fragment was snared and removed and the patient was stable following the procedure.